Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited noise oversensing during p wave amplitude measurement with pacing system analyzer (psa). The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.